Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo pen needle leaked insulin. The following information was provided by the initial reporter: material no. 329515, batch no. Unknown. It was reported that insulin is leaking out of pen needle. Verbatim: email received: 2019-04-30, 09:46:58. I am extremely disappointed in the autoshield duo 0.30mm x 5mm 30g x3/16 needle. I have never before been able to smell the insulin after I had injected it, but I can with these needles. I also can feel the dampness of it on my skin, and frequently have noticed drops of insulin come out of the end of the needle after injection. I have read the directions several times, using the pinching, and the not pinching technique, and holding the needle tight against my skin up to the count of 20. Unfortunately, my insurance will not pay for different needles so soon, so being on a limited income, I have no choice but to continue to use these needles until they are gone. I think it would be worth it for your company to look into the design of these needles. It is important for a diabetic to get the correct dosage of insulin every time, and that is not happening with these needles.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number for leakage.

Event description:
It was reported that bd autoshield¿ duo pen needle leaked insulin. The following information was provided by the initial reporter: material no. 329515 batch no. Unknown it was reported that insulin is leaking out of pen needle. Verbatim: email received (B)(6) 2019 09:46:58 I am extremely disappointed in the autoshield duo 0.30mm x 5mm 30g x3/16 needle. I have never before been able to smell the insulin after I had injected it, but I can with these needles. I also can feel the dampness of it on my skin, and frequently have noticed drops of insulin come out of the end of the needle after injection. I have read the directions several times, using the pinching, and the not pinching technique, and holding the needle tight against my skin up to the count of 20. Unfortunately, my insurance will not pay for different needles so soon, so being on a limited income, I have no choice but to continue to use these needles until they are gone. I think it would be worth it for your company to look into the design of these needles. It is important for a diabetic to get the correct dosage of insulin every time, and that is not happening with these needles.